Event description:
It was reported that a patient was diagnosed with a rash across his chest approximately 5 months post implantation. The patient was prescribed topical cream. No further details were provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: pectus blu prbnt ti bar 11in cat#78-6110 lot#unk. Pectus blu stabilizer ti cat#78-8020 lot#unk. Product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. Rash is not a specific diagnosis, but a very general term used to reference the appearance of the skin that is irritated. A rash can be inflammation, discoloration, dry, blistered, swollen, warmth, or any combination that distorts the skin's normal appearance, as well as painful and/or itchy. A rash can be caused for a variety of reasons: disease specific (measles, chicken pox), allergic rashes to medications, food, or to different types of poisonous vegetation (poison ivy). Once the body is exposed to the cause, it will elicit a response, causing the ¿rash¿ appearance. Rashes can have different timeframes associated with appearance, duration and resolution. The term ¿rash¿ could be used to describe in a very general description of what the wound appearance looks like or could also reference a postoperative allergic reaction to medication or solutions used to clean or treat the patient during the procedure and/or afterwards. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.